Manufacturer narrative:
It was confirmed that an incision was made to attempt to remove the sensor on (B)(6)2025. At the time of the call, the user was doing fine. Dms records confirm that the user remains actively using the system with a sensor. Difficulty with sensor removal is a known and anticipated potential adverse effect as described in the eversense user guide, which does not require additional investigation.

Event description:
It was reported that the removal attempt of the sensor was unsuccessful on (B)(6) 2025. The sensor was successfully removed during second removal attempt on (B)(6) 2026.